Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that factors indicated a history of hld, prediabetic, chronic gout, acute cholecystitis, which are all possible indication of inflammatory processes. The patient also had a history of subarachnoid hemorrhage, they would have likely not been on anticoagulation therapy, which could caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, approximately 5 years and 2 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons. After reviewing the medical records provided, the patient is an 85-year-old male, with a complex medical history including aortic stenosis, coronary artery disease with prior nstemi and type 2 myocardial infarction, chest pain, vasovagal syncope, carotid bruit, subarachnoid hemorrhage, transient ischemic attack, left upper extremity compression neuropathy, cervical spine stenosis, lumbar and lumbosacral degenerative disc disease, prediabetes, osteopenia, hypothyroidism, hyperlipidemia, hearing loss, chronic gout, gastroesophageal reflux disease, irritable bowel syndrome, benign prostatic hyperplasia with urinary frequency, acute cholecystitis, right lower extremity hematoma, compartment syndrome, acute blood loss anemia, hemorrhagic shock, insomnia, uncomplicated asthma, and shortness of breath. The patient underwent successful transcatheter implantation of a 23 mm sapien 3 ultra valve in the aortic position on (B)(6) 2020. Approximately 4 years and 10 months post-implantation, the patient was admitted on (B)(6) 2025 with chest pain, shortness of breath, and dizziness following travel, with troponin elevation peaking at 118 consistent with a type 2 myocardial infarction. Transthoracic echocardiography demonstrated severe bioprosthetic aortic stenosis with a mean gradient of 73 mmhg and an aortic valve area of 0.5 cm', prompting recommendation for cta tavr evaluation for possible hypoattenuated leaflet thickening versus pannus. Transesophageal echocardiography on (B)(6) 2025 revealed thickened and restricted tavr leaflets without mobile echodensities, preserved structural integrity, a mean gradient of 50 mmhg, and an aortic valve area of 0.8 cm', with findings consistent with severe hypoattenuated leaflet thrombosis resulting in severe aortic stenosis based on combined CT and echocardiographic assessment. Anticoagulation with low-molecular-weight heparin was initiated but complicated by spontaneous right calf hematoma leading to hemorrhagic shock and compartment syndrome requiring four-compartment fasciotomies and subsequent plastic surgical closure on (B)(6) 2025. Anticoagulation was transitioned to intravenous heparin during hospitalization and then to apixaban 5 mg twice daily at discharge on (B)(6) 2025, with surgical explantation deferred due to suboptimal operative candidacy at that time. The patient was readmitted on (B)(6) 2025, approximately 5 years and 2 months post-implantation, and underwent explantation of the 23 mm sapien 3 ultra valve with surgical replacement using a 23 mm inspiris resilia valve in the aortic position. Intraoperative findings demonstrated severely stenotic tavr leaflets, with at least two leaflets coated by adherent thrombus in a flat distribution causing restricted opening.